Manufacturer narrative:
Based on the evidence, which indicates that the overheating event exited the shroud, this incident is being reported to the FDA out of an abundance of caution. The dealer advised that there was no damage to the room or electrical outlet, and there was no harm or injury to the end user. This failure mode has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. It was requested that the unit be returned to invacare for evaluation. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer reported that the end user stated that the irc5po2v concentrator was in the bedroom when it experienced an overheating/over-pressurization event. The end user alleged that sparks/flames came out the back of the unit, the case came apart, and then there was a puff of smoke.

Manufacturer narrative:
The concentrator was returned to invacare for inspection, which was completed on 10/04/2019. Through visual inspection of the device, it was confirmed that an overheating/over-pressurization event had occurred. It was observed that the plastic product tank cap was fragmented, and the sound box was deformed. It was also observed that the upper attachment points of the front and rear shrouds were fractured, as was the inlet hepa filter. There was discoloration/charring at the cabinet access door. In addition to the damage present at the product tank and shroud, there was evidence of an overheating event at the sieve bed and pe valve tubing.

Event description:
The dealer reported that the end user stated that the irc5po2v concentrator was in the bedroom when it experienced an overheating/over-pressurization event. The end user alleged that sparks/flames came out the back of the unit, the case came apart, and then there was a puff of smoke.